Manufacturer narrative:
Initial 2 of 3. E1: patient city: edmonton. Patient country: canada. Name: medtronic minimed. Country: united states of america. Street: 18000 devonshire street. City: northridge. State, province or territory: california. Post office or zip code: 91325. Additional information - this MDR is being submitted to include the below: investigation results under type of investigation, investigation findings, investigation conclusions. Investigation summary. Complaint investigation results: review of complaint record database (B)(4). Event description and all available information was completed, and lot number 6009316 was provided. Complaint was classified under malfunction code: adhesive patch completely detaches during use- detachment / significant wetness. No products or pictures were returned with the complaint to aid in the investigation. Corrective and preventive action (CAPA) determination: during the investigation, a CAPA related to adhesive issues was identified. CAPA-2010953 was opened 18-sep-2024 for adhesive related complaints and bounding covers mio advance/neria guard products and the time period reviewed. Root cause of problem: the root cause concluded that there is no evidence of a systemic adhesive issue extending to the 3-day adhesive, however there is also a lack of design verification peel-test data for these devices along with the same validated test methods to quantify adhesion performance. Corrective action as a result of the investigation: all corrective actions related to mio advance/neria guard have been implemented. Summary conclusion: based on no products returned to test, and CAPA-2010953 investigation conclusion, the complaint will be closed as complaint unconfirmed as analyzed. Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number. Reporting site: 8021545. Manufacturing site: 8021545.

Event description:
It was reported that the three infusion sets fell on the same day on (B)(6) 2025 due to tape was not sticking. The patient was experienced high blood glucose levels.